Event description:
The pump was returned by the pt for emitting an alarm alert which could not be cleared. Upon investigation, the pump was found to be resetting itself without intervention.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged circuit board.